Event description:
It was reported that the patient's pacemaker has been eroded through skin. The device was visible from the opened incision site of the implanted device pocket. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead. The patient was in stable condition throughout the procedure.